Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer final investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's reported issue was not reproduced , however, during the device evaluation, damaged connector, cracked connector, and poor water tightness of connector were identified. Based on the results of the investigation, a definitive root cause of the reported phenomenon cannot be conclusively identified. Olympus will continue to monitor the performance of this device.

Event description:
It was reported the camera head had poor image quality. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported the camera head had poor image quality. There were no reports of patient harm.